Event description:
It was reported that after a scheduled thyroid procedure using a nerve integrity monitoring system, the patient awoke from the anesthesia with stridor and apparently a vocal fold paralysis. It was also reported that "it was a difficult case due to scarring and size of goiter. Both nerves identified and were intact. Both nerves did stimulate prior to closure. If nerves stimulate, usually good outcome. Not so in this case. Patient's long term prognosis is reported as "guarded"."

Manufacturer narrative:
No medwatch 3500a form was received from the reporter. Any missing or incomplete data on this form 3500a is the result of information not being provided or released by the reporter. Multiple attempts to obtain the required information were made, and the records of these attempts are documented in the complaint file. This product was being used for treatment, not diagnosis. Device description: this nerve monitoring system records electromyographic (emg) activity from muscles innervated by the affected nerve. The monitor will assist early nerve identification by providing the surgeon with a tool to help locate and identify the particular nerve at risk within the surgical field. It will continuously monitor emg activity from the muscles innervated by the nerve at risk to minimize trauma by alerting the surgeon when a particular nerve has been activated. The patient interface and cable provide the means for carrying electromyographic activity from the patient's innervated muscles to the console, an interface for carrying stimulation signals from the console to the stimulating probes/electrodes, and an interface to the console from the incrementing probe. The patient interface has four or eight color coded pairs of patient electrode jacks, a patient electrode ground jack, one stimulus return jack, two stimulus output jacks (configured to accept monopolar or bipolar stimulating probes), and one incrementing probe jack. The patient simulator is used for troubleshooting and demonstrating the system without the need for patient interaction. The muting detector probe is designed to detect the presence of electronic noise from external devices (such as electrocautery / electrosurgical unit) that may cause interference on the emg monitor. The electrodes are designed to make contact with the patient's vocal cords to facilitate electromyographic (emg) monitoring of the vocal cords during surgery when connected to a multi-channel emg monitoring device. Both the tube and cuff are manufactured from silicone elastomer that allows the tube to conform readily to the shape of the patient's trachea with minimal trauma to tissues. The emg endotracheal tube is intended for use as a means of providing both an open airway for patient ventilation and for intraoperative monitoring of emg activity of the intrinsic laryngeal musculature when connected to an appropriate emg monitor. The emg tube is indicated for use where continuous monitoring of the nerves supplying the laryngeal musculature is required during surgical procedures. The emg tube is not intended for postoperative use. Avoid disrupted air supply due to inadequate oxygenation by confirming, monitoring, and maintaining anesthesia gas delivery systems and connections at all times. "Avoid inadequate oxygenation from placement in the right main bronchus by confirming the correct positioning after intubation." Avoid inadequate oxygenation due to a collapsed or blocked tube after performing a test inflation, by inspecting the inner diameter of tube for patency after test inflation. Do not attempt to use an emg tube without first performing a cuff inflation test. Inflate the cuff with the intended gas mixture and visually inspect the cuff for any abnormality. Replace with another emg tube if any adverse abnormality is found. Do not attempt to manipulate an emg tube with an inflated cuff after insertion. Manipulating a tube with an inflated cuff may cause partial airway blockage at the tip and/or murphy eye, cuff herniation or tip deflection. Ensure that the cuff is fully deflated before any manipulation and confirm that the airway is free of any potential occlusion after repositioning. Before use, the cuff should be tested for cuff leakage with 15cc to 20cc of air. Thoroughly evacuate all air before intubation.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.